Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician attempted to use an in.pact pacific device for the treatment of a lesion in the superficial femoral artery. Lesion morphology unknown. It is reported that a balloon twist occurred. Another balloon was used to complete the procedure. No patient injury reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Evaluation summary: the device was returned in the original box. The label and the hub confirmed the lot number with the product complaint report. The balloon was unfolded, dirty of blood and showed signs of twist above 2 cm from the tip. After the decontamination, technical analysis was performed. During the analysis, negative pressure was applied on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: - 2 bar: it was showing signs of twist on the balloon surface - 7 bar: it was showing slight signs of twist on the balloon surface - 14 bar: twist was no more detected on the balloon surface. After the balloon deflation, it was still possible to see slight wrinkles on the surface in correspondence of the twist. If information is provided in the future, a supplemental report will be issued.